Event description:
For a specimen collected (B) (6) 2009 at 22:00, the analyzer gave a data flag indicating the ck result was less than the test range on the initial run and repeat run. The user reported a result of less than 7 u per l. The ckmb result was 4.99 ng per ml and the troponin t result was 0.033 ng per ml. The user received a new sample collected (B) (6) 2009 at 05:15 from the same patient and received a ck result of 303 u per l, a ckmb result of 11.9 ng per ml and a troponin t result of 0.11 ng per ml. The user repeated the sample from (B) (6) 2009 and received a ck result of 282 u per l, a ckmb result of 9.85 ng per ml and troponin t result of 0.100 ng per ml. The user "corrected the report". The patient was not adversely affected. The primary sample container is a bd lithium heparin 5 ml with no gel. The sample is pipetted into a 5ml pour off tube. The field service representative determined the patient sample was the cause of the event. He checked the probe alignments and fluidics and ran a precision test with good results.